Manufacturer narrative:
The event of the coag tip became too hot and started "burning" where the blue insulator and tip connect is confirmed as user related. A DHR was performed which, revealed no abnormalities during the production of this product. The blade that was returned for an eval revealed evidence of burning near the distal end of the insulation where the ptfe coated blade begins. The burnt area evaluated has characteristics of an arching burn due to contact with another grounded object. It is postulated that the user activated the pencil while in contact with a grounded object causing the blade to arch or become very hot while in contact with the drape causing it to burn through the drape. Megadyne warns the user in the IFU to store the pencil and electrode in the safety holster when not in use. It also warns that electrosurgical tips that are activated from use should not be placed near flammable material and substances such as drapes. Users should only activate the pencil when in contact, or in close proximity to the target tissue to avoid the possibility of unintended burns. Megadyne has determined that this is not a reportable event nor did the user indicate medical intervention was required. This report is provided for info only.